Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected and prevented by following the instructions for use *evis exera ii gif/cf/pcf type 180 series operation manual chapter 3. Preparation and inspection *preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5. Reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found foreign material at the light guide lens, objective lens, suction cylinder, and air/water cylinder, as well as corrosion and evidence of water invasion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited foreign material at the light guide lens, objective lens, suction cylinder, and air/water cylinder. There were no reports of patient involvement.